Event description:
End user reported has a rash under the skin barrier that is pink with few bumps and is itchy.

Manufacturer narrative:
Based on the available information the event is deemed serious injury. Home health nurse will monitor rashand will notify his physician. If no improvement is noted. EU states he has an appointment with the physician next week for post-operative recheck. Nurse requested sample of stomahesive powder. Will send stomahesive powder. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durashesive moldable wafer an this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.